Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred on a trilogy evo device. The sales representative arrived at the patient's home, started up the device and confirmed the ventilator inoperative alarm. The sales representative replaced the device with a same model. According to the patient's side, the mask is put on before the ventilator is made operate and it is kept worn when the device is powered off. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative alarm was duplicated during operational checking. A machine flow drift high error code was found in the device's error log indicating that the fluctuation of the flow sensor deviated the standard. The flow sensor was replaced to resolve the issue. Additionally, final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. The trilogy evo system flow sensor was sent to the philips investigation lab (pil) for further evaluation and pil was unable to confirm the failure. Pil concluded that the flow sensor operates as designed.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The sales representative arrived at the patient's home, started up the device and confirmed the ventilator inoperative alarm. The sales representative replaced the device with a same model. According to the patient's side, the mask is put on before the ventilator is made operate and it is kept worn when the device is powered off. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator inoperative alarm was duplicated during operational checking. A machine flow drift high error code was found in the device's error log indicating that the fluctuation of the flow sensor deviated the standard. The flow sensor was replaced to resolve the issue. Additionally, final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.